Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely the image sensor unit has been damaged (disconnection, etc.), or the mounted parts (ic chip, capacitor, etc.) Of the electric board have failed due to use stress, external factors, or handling. The inspection method for the event is described as follows in the instructions for use (IFU) "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". "[Inspection of endoscopic images] check if normal light observation images and nbi observation images are displayed normally. 1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation images and nbi observation images. 3. Make sure the light is coming out. (See figure 3.23) 4. Adjust the amount of light to get the proper brightness. 5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned an evaluated, and the customers allegations were confirmed. An e216 scope communication error was found, and the image disappeared during angle manipulation due to damage on the charge coupled device (ccd) unit. Additional findings include the following. The heater voltage did not meet the standard value due to a scratch on the electrical contact of the video connector, the video connector had a crack and a scratch, the light guide cover glass, light guide connector, grip, right/left plate, upward/downward plate, right/left lever, angulation lever, switch 1, control unit, and the bending section cover all had a scratch. The video connector case had a crack and a scratch. The bending angle in the up direction did not meet the standard value due to wear of the angle wire. The adhesive on the bending section cover had a chip. The lock engagement lever was dirty, and the bending section could not be fixed firmly due to damage on the lock engagement lever. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the image disappears on the endoeye flex deflectable videoscope due to a scope communication error. The issue was identified during inspection for use. The intended procedure was therapeutic, and the procedure was delayed five minutes. The procedure was completed with another similar device. No patient harm was reported.